Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one adapter and one reload, both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned devices. Visual inspection of the cartridge revealed that the reload had a full staple complement. Functional testing of the reload was satisfactory. During functional evaluation of the adapter, it was unable to recognize the presence of a reload. Engineering disassembled the device and concluded that damage to the switch due to improper cleaning was the cause of the failed reload recognition. During investigation, a secondary condition of reload not recognize was determined. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested due to the off-center switch seal. The "reload not recognized" condition was a result of the device being improperly cleaned, causing the switch membrane to lift and allowing contaminant to impede its internal connection. The file was concluded to be misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time. Additional information: date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes.

Manufacturer narrative:
(B)(4). Devices egiaadapt and egia45amt have been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation. (B)(4).

Event description:
According to the reporter, during a laparoscopic assisted total gastrectomy, the reload was difficult to load onto the device, and the jaws would not close during the open/close test. A new device was opened. It is unknown if reinforcement material was used.